Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument was noted to have frayed cables at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was broken pitch cables. Both pitch cables were broken at the wrist. Both cable segments that contained the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.